Event description:
It was reported that t2 anchor did not get deployed. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.